Manufacturer narrative:
(B)(4). The biosense webster failure analysis lab received the other smart touch bidirectional catheter for evaluation ((B)(4)). The returned device was visually inspected upon receipt and it was found that tip lumen had bumps. During an x-ray analysis, it was determined that the t-bar¿s were found slid down causing stress to the tip section which contributed to the bumps observed. Due to the t bar¿s were out of place, the deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a deflection issue has been verified. An internal corrective action has been opened to investigate the t bar sliding down of its place. (B)(4) event description continuation: the pu found to be separating from the peek housing allowing reddish brown residues inside the pu margin and transition area was assessed as not reportable as this issue did not disturb the integrity of the catheter. The tip lumen had bumps about 5.5mm from the transition with the peek housing was also assessed as not reportable as the bumps do not pose a risk to the patient. The tip lumen was found scratched with metal exposed was assessed as a reportable malfunction as the metal exposed was within the usable length of the catheter. The awareness date is reset to october 2, 2015. The biosense webster failure analysis lab received the device for evaluation ((B)(4). The returned device was visually inspected upon receipt. It was found that the peek housing and tip lumen transition was cracked with reddish brown material inside the area. Also bumps were observed at the catheter tip lumen and a scratch with metal exposed which during an x-ray analysis it was determined that it was the t-bar which slid down and crossed the catheter lumen. It is also likely when the t-bar¿s slid down, they applied stress to the section and contributed to the peek housing cracked. An internal corrective action has been opened to investigate the peek housing issues. Due to the t bar's were found out of place, the deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. Internal corrective actions have been opened to investigate the t bar sliding down of its place and the peek housing issue on the smart touch families.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and the biosense webster failure analysis lab discovered on one of the returned catheters during analysis that metal was exposed within the usable length of the catheter. Initially, it was reported that the first smart touch bidirectional catheter (lot#: 17245213) could not be deflected as intended during the procedure. The issue was resolved by changing the second catheter (same lot#). However, the same issue occurred on the second catheter. The issue was resolved by changing this catheter. The procedure was completed with no patient consequence. These deflection issues were non-indicative of an MDR reportable event as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab discovered on (B)(6), 2015 on one of the returned catheters ((B)(4)) that the polyurethane (pu) was separating from the peek housing allowing reddish brown residues inside the pu margin and transition area. The tip lumen material was scratched with metal exposed about 5.5mm from the transition with peek housing. The opposite side of the tip lumen had bumps about 5.5mm from the transition with peek housing. Additional information was received on this returned catheter condition. They did not have any resistance or difficulty during insertion or removal of the catheter. It was confirmed that there was no patient consequence.